Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that e300 error was displayed on the control panel and the bed moved down on its own. The involved device was in use at that time. No injury was claimed. The arjo representative visited the facility and found that the patient was lying on the remote control and accidentally activated the button responsible for the bed platform movement.

Manufacturer narrative:
The occurrence of the e300 error code indicates that the control button was depressed for more than 90 seconds. According to citadel plus instruction for use (IFU 831.374.en) to clear the code it is needed to remove pressure from control buttons. If the error code is not clear, service is needed. In the analysed case, the patient who was lying on the remote control, unintentionally depressed the button causing error code occurrence. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. IFU states: ¿lock-outs for bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ to sum up, the root cause of the claimed bed unintended movement and e300 error code occurrence was unintentional depressing the button responsible for the bed going down by the patient. The arjo device was meeting its specification as no fault was found and the claimed movement was activated by the patient lying on the remote control. The citadel plus bed was used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement. No injury was sustained.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that e300 error was displayed on the control panel and the bed moved down on its own. The involved device was in use at that time. No injury was claimed. Later, the customer employee informed that the patient was lying on the remote control and it caused that the error code and unintended movement occurred.